Event description:
Same case as MFR report # 2134265-2009-00122. This complaint is reportable based on the analysis completed on 12/11/2008. It was reported that during a coronary artery drug eluting stenting treatment procedure, the physician could not cross the lesion with a taxus liberte 2.75x28mm, 2.75x32mm and a 3.0x32mm stent respectively. The 95% target lesion was located in the heavily calcified and severely tortuous left anterior descending (lad). Significant resistance was encountered during insertion and intravascular ultrasound (ivus) was not used. The vascular access site was femoral and the lesion treated was de novo. The procedure was completed with a plain old balloon angioplasty (poba) only. No pt injuries and complications were reported during the procedure. Pt status reported as "good". However, the analysis of the returned device found shaft break.

Manufacturer narrative:
The device was removed for analysis in two sections as a result of a break that occurred in the hypotube. The break was measured at approx 25.3cm distal from the strain relief. A visual and microscopic examination of the break site found that the break occurred as a result of a severe kink that occurred in the hypotube. This type of damage is consistent with excessive force having been applied to the device. A visual and microscopic examination of the crimped stent found no issues. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A review of the mfg documentation for both the top assembly batch found that the device met its material, assembly and product specs at the time of release to distribution. This investigation will be assigned the most probable root cause classification of operational context.